Event description:
The complainant reported that they put a pathfinder in the marshall via the coronary sinus. At the beginning of the procedure the pacing went well. However, after more than 3 hours, suddently the pacing did not work well and the tip remained in the vein of marshall. No intervention was reported.